Event description:
The customer reported that the there was calibration error from the insulin pump. The customer reported difference between the sensor glucose levels and blood glucose levels. Customer stated her sensor reading was 57 mg/dl and blood was 267 mg/dl. Customer treated with her insulin pump. Customer also reported multiple threshold suspend alarms. Troubleshooting was done. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.